Event description:
It was reported that the endoscope reprocessor was used with a wrong cleaning tube. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifiers (B)(6) (3/3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8 and h6. Corrected field: e1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing had been performed without attaching a connecting tube due to the user did not thoroughly read the instruction manual. The event can be detected/prevented by following the instructions for use which state: instructions for oer-6, oeration manual. Section 4.7 ¿connecting tube installation¿ to find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes <oer-6>¿. Warning attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes <oer-6>¿shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information. Olympus will continue to monitor field performance for this device.